Manufacturer narrative:
Probably a functional overload led to the bush damage. The final cause of the bush damage could not be determined. Ultimately, the final decision for an implant must be made by the surgeon based on his individual analysis and experience for each patient. The studies by e. Nieder [2] and e. Nieder [2], among others, provide assistance in this respect. Katzer [1] provide information. These studies are indicated both in the surgical technique and in the catalogue. The examination of the complaint sample revealed no indications of a material or manufacturing defect causing the damage. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
The plastic bushing in the rotating knee was knocked out again on (B)(6) 2012 after the bushing had already been replaced. Otherwise endoprosthesis unchanged. On (B)(6) 2015 another revision surgery.